Event description:
Rptr has experienced the following: infection of left breast, capsular contracutre, closed capsulotomy (3 or more, unsuccessful), migration of implants to top of the breast tissue, breasts are painful, implants are hard, uneven sizes of breasts, and painful nipples with uneven, somewhat crooked placement.